Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's atrial lead was exhibiting noise. Noise reversion episodes were noted. No intervention was performed. The patient was stable.

Event description:
New information received notes that the patient presented in clinic upon exhibiting shortness of breath and fatigue. Interrogation revealed the patient's atrial lead was exhibiting a recurrence of noise. The noise was being over-sensed, leading to episodes of inappropriate mode switching. Programming changes were made. The patient was stable.